Event description:
The customer alleges back to back results of hi and 78mg/dl on her meter. Based on the uncertainty of which result was correct, she did not take her insulin dose. No report of an adverse event. L1 was run and in range. Return requested and replacement was sent.